Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2015-21195. The patient received four model 3169 leads, two of which are located in the supra-orbital foramen(off-label). It was reported the patient's left supra-orbital lead appeared superficial. Subsequently, surgical intervention was undertaken on (B)(6) 2015 to reposition the lead, reportedly for aesthetic purposes. It is unknown which of the two supra-orbital leads is left-sided, hence both leads are being reported.